Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial # unknown, product type lead; product ID 3550-29, serial # unknown, product type accessory. Analysis of the implantable neurostimulator (ins) found no anomaly. A non-standard test was done to address the complaint related with trouble recharging. Recharging of the ins was done at spacings of 0 cm, 1 cm, 2 cm and 3 cm to see how many coupling bars the ins could obtain. At 0 cm spacing there were 8 bars, at 1 cm there were 8 bars, at 2 cm there were 4 bars, and at 3 cm there were 0 bars. The same coupling was observed on a known good restore advanced ins, indicating that this ins was working correctly with a recharger. Analysis of the boot found no anomaly. Analysis of the lead found no significant anomaly. The proximal end was broken due to overstress.

Event description:
It was reported the patient¿s implantable neurostimulator (ins) was repositioned by the neurosurgeon on friday, (B)(6) 2014. On monday, (B)(6) 2014, the patient was unable to recharge. It was reported the manufacturer representative saw the patient on monday afternoon, tried to connect with another recharger and had the same outcome. It was noted the battery was ¿probably implanted too deep.¿ it was reported a new recharger was tried on tuesday with the same outcome. X-rays were reportedly suggested per the representatives, however it ¿seemed the battery was not flipped.¿ it was further reported that action was required as a result of the event, and the battery ¿must be repositioned.¿ additional information received reported the patient couldn¿t recharge her ins. It was reported the ins could be ¿perfectly interrogated¿ with the clinician and patient programmers. Additional information received reported x-rays showed the ins was not flipped. No malfunctions were seen. No interventions were reportedly planned yet. Additional information received reported the physician was ¿looking for a date of revision.¿ additional information received reported the physician revised the patient on (B)(6) 2014. The physician explanted the ins because of signs of infection near the pocket. The ins was reportedly replaced and a new extension was tunneled to the other site. It was reported there was suspicious fluid (pus) so a wound culture was taken. It was reported the initial battery was implanted under the fascia (too deep).